Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.

Event description:
"Incidents descriptions: (the health care professional is describing 3 different issues occurred with the needles, please evaluate each of them individually). On many occasions the blood does not flow despite being in a vein, the needles are shorter than other similar products. The hoods are easily disassembled, increasing the risk of the health professional being punctured.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/17/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.